Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The knob wired was found to be cut and bent and the forceps lever did not move smoothly due to deformation of the knob wire. In addition to the knob wire cut and the foreign material at the distal end, other evaluation findings are as follows: the grip and the suction connector were discolored; the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever; the label on the suction connector was damaged; the electrical connector was dirty due to water leakage; the light guide lens was cracked; and the connecting tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope's bowden cables were twisted during reprocessing. There was no report of patient harm. The device was returned, evaluated, and there was foreign material at the distal end as well as a cut on the knob wire. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Attempts were performed to obtain additional information, but no further information was able to be provided from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, there was no physical damage at the location where foreign material was detected. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the broken knob wire (k-wire) is attributed to fatigue breakdown by repeated operation of forceps elevator. The event can be detected by following the instructions for use (IFU) sections which state: - inspection of the endoscope user may detect the event by handling the device in accordance with the following IFU. -instructions for safe use : warning : the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning. -preparation and inspection - attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety. -inspection of the endoscope the event can be detected and prevented by following the instructions for use (IFU) which state: -cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. -preparation and inspection - attaching the distal cover -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.